Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 2. On 2023-12-06, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.